Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material inside pebax, due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The potential cause of the open circuit could not be determined. The force issue reported by the customer was confirmed. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. A manufacturing record evaluation was performed for the finished device number 31325952l and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the carto 3 system was displaying high force readings when coming on ablation. The medical team tried re-zeroing several times without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. No patient consequences were reported.